Event description:
Dealer called stating that he visited the consumer's residence due to dead batteries on a l-3r scooter. The dealer opened the battery box and found one of the batteries cracked and leaking along with the negative terminal that connects to both batteries was allegedly burnt and black. Replacement parts have been ordered. No injury.